Event description:
Boston scientific received information that this device displayed noise on both the right atrial (ra) and right ventricular (rv) channel that was oversensed by the device. The patient reported symptoms of lightheadedness. The patient was seen in clinic for follow up. Rv pacing inhibition of up to three seconds was noted. Isometrics were performed and were able to reproduce one episode of noise. The noise was able to be reproduced consistently when the patient twisted at the trunk. Boston scientific technical services discussed that with the information provided, it appeared that the ra and rv lead may have been hitting each other causing lead chatter. All lead measurements were within normal limits so electromagnetic interference was eliminated as a source. A lead revision procedure was performed where the rv lead was capped. An old, existing lead was uncapped and used as a pace/sense lead. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.